Event description:
During a pta to the iliac artery, the balloon ruptured at three atmospheres. The target lesion was heavily calcified and 75% stenosed. The product was noted to appear perfect during pre-use inspection and no anomalies were noted during prep. There was no report of any adverse consequences to the pt. The procedure was finished with another powerflex p3 successfully. As per the reporting affiliate, no additional pt or procedural information is available.